Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was 53 mg/dl and the cause was not known. The customer lost consciousness, fell and hit her head. The customer was hospitalized and was treated. The customer could not recall details of the event. The customer was sent to rehabilitation due to hitting her head. The customer was discharged on (B)(6) 2018 in stable condition. Insulin pens were being used for insulin therapy and in time, will resume pump therapy.